Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The customer was found unconscious prior to the hospitalization. Troubleshooting was performed and the infusion pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.